Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor or no telemetry with recharging. The patient reported poor communication and difficulty charging. The patient reported that he was out of town over the weekend and his ins died and was now unable to recharge the implant. The patient reported getting poor communication on the recharger. The patient reported that it was not left in a depleted state for more than 48 hours. The patient reported that he had not tried communicating with the patient programmer as the implant was dead and he didn¿t think it would communicate because of this. No further complications were reported.